Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5000 mcl/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump went empty a couple of weeks back and after refilling the pump it continued to alarm. The agent reviewed information related to concurrent alarm occurring with an empty pump and motor stall and recovery alert with the 2.0 software and reviewed the steps to manually silence the audible alarm. It was noted that this was the first time the patient¿s pump had been interrogated with the 2.0 software, and it was unknown if the patient had had an MRI since implant of the pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause for the pump going empty prior to being refilled was determined to be due to the patient went on hospice and they were supposed to manage refills and then the family was unhappy with hospice and switched to palliative care. So the nurse believes that the hospice missed the refill date. The cause of the motor stall and recovery was determined to be due to prior MRI with the pump. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting the patient going on hospice was unrelated to a medtronic device and/or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.